Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported experiencing elevated blood glucose levels for a month and a half and thought it could be due to his infusion device not delivering enough insulin. The patient's blood glucose levels have been elevated as high as 450 mg/dl; his target blood glucose level is 110 mg/dl. He has experienced irritability, jumpiness, and anxiety. The patient administered boluses to bring down the elevated blood glucose levels. He stated that sometimes the boluses would correct the elevated levels and sometimes it would not. He corrects his blood glucose levels via insulin injection when needed. His infusion device has displayed an occlusion error four times in the past month and a half. He has been able to clear the occlusion error each time it has occurred. The patient was advised to switch to his backup infusion device. Follow-up with the patient revealed that his blood glucose levels returned to normal after switching to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The infusion device, infusion set, insulin cartridge, and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. E4 were found in the history. The occlusion limits were tested successfully. Adapter: the adapter passed the optical inspection. Infusion set: no material received. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Cartridge: no sample was received for examination. Fresenius (B)(4) checked their retain samples and additionally checked the batch documentation without finding any irregularities. Up to now they do not know any further complaints regarding this batch. The problem mentioned by the customer could not be reproduced.